Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime and had low blood glucose level of 40. The customer¿s blood glucose was 220 mg/dl at the time of the incident. The customer stated that the pump ran out of insulin and had lunch and was at 40 mg/dl and came back from lunch and was priming the pump and insulin spilled all over. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test.